Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, discomfort, limited mobility, grinding sensations, audible squeaking and toxic cobalt and chromium metal debris to be released into the tissue. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Revision of the left hip was due to dislocation. Records are available for further review. Ppf and sticker sheets were received. In addition from the previous alleged, ppf alleges infection, metal wear and metallosis. It was confirmed in the ppf that only head and liner were removed. Doi: b)(6) 2005 - dor: b)(6) 2006 (left hip).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges infection. Added age, hole eliminator and cup due to alleged infection. Corrected patient identifier.